Event description:
It was reported that the physician complained of not being able to lift the flap in the eye while using the patient interface (pi). The procedure was aborted and the patient is doing well.through follow up, we learned, the impurities were sought, but not found and the pattern seemed like having impurities in it. The pi was exchanged for a new one. No further details were provided. Note: this is report three of three.

Manufacturer narrative:
Section d6a - implant date: not applicable. Product is not an implantable device. Section d6b - explant date: not applicable. Product is not an implantable device; therefore, not explanted. Section e1 - (B)(6). Section h3 - other (81): the patient interface (pi) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: flap issues - difficult lift. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.